Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2018 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient had a pump that malfunctioned. The hcp learned of this in approximately (B)(6) 2017, and the patient's care was managed by another hcp. No further complications were reported or anticipated.